Manufacturer narrative:
The manufacturer previously reported a remote alarm alarmed and shut off. The device was not in patient use. The remote alarm was returned to the manufacturer's quality product investigation laboratory for further investigation. The customer's complaint was not confirmed. The manufacturer found the device to operate and alarm to design specifications.

Event description:
The manufacturer received information alleging a remote alarm alarmed and shut off. The device was not in patient use. The device has yet to be returned to the manufacturer for evaluation. A follow up report will be filed when the manufacturer has completed the investigation.